Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified check clutch/ plunger lever error. During functional testing using the start-up and multiple flow and occlusion tests the reported issue was unable to be duplicated. The root cause of issue was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Replaced clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps has plunger slippage. No patient adverse events reported.